Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, balloon damage occurred. The lesion being treated was located in the tortuous right coronary artery. The physician predilated the target lesion with a 2.5 x12mm emerge balloon catheter at 14atms for 20seconds. Then the physician advanced a 3.00 x 16mm veriflex stent delivery system (sds) and deployed it at 14atms for 25 seconds. Upon removal of the sds, the balloon became stuck on a curve and elongated. A non-bsc guide wire was used to buddy wire and slowly back out the sds. The procedure was completed with a different device. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).